Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that intra aberrometry measurement was taken initially and was consistent with pre-operative measurements. The intraocular lens (iol) was placed along the axis. Upon confirmation of measurement, the system told to rotate iol away from axis and cylinder which therefore would increase cylinder. The doctor decided to place the iol along the original axis from pre-operative plan.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the reported event. The aberrometer was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The aberrometer sample was received for evaluation. The aberrometer was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).